Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reset the pump and resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.